Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Customer¿s blood glucose (bg) level ranged from 222-568 mg/dl, with large/high ketones. Customer gave a manual injection to address the bg level. Reportedly, multiple cartridge changes and an infusion set change were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections.